Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. It was reported that the customer removed the cs100 from service therefore no further evaluation was needed.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump shutdown. The iabp displayed maintenance required code #5 and in the error logs the last fault codes to appear were fault codes 55 and 57. There was no patient harm or adverse event reported.